Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected insulin flow blocked alarm and low reservoir alarm. Low battery alarm and power error 25 confirmed in the long trace. Detail trace analysis confirmed the device alarmed low battery and then alarmed pump error 25 was triggered when backup battery loaded voltage was less than consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at electrical board. Device was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported for her daughter via phone call that the insulin pump alarmed power error. The patient¿s blood glucose level was unknown at the time of the incident. Customer unable to finish troubleshoot. Advised to customer that pump had to be replaced. The insulin pump will not be returned for analysis.